Event description:
It was reported that stimulation was turning off and back on by itself, which started in (B)(6) 2015. Impedances were checked and ranged from 860-1037 ohms. The change was not related to positional movement. The patient was thinking stimulation was off because she no longer felt it. It would turn off and then back on again within 2 seconds, so she didn¿t have time to check it with her programmer. Adaptivestim was not activated. The 8840 diary history had been deleted as the company representative had already gotten out of the last session. The patient was advised to keep a diary. As of (B)(6) 2015, the patient had been told to turn off her stimulation until she could be scheduled for a battery change. The patient was waiting for insurance authorization. The cause was not determined and the issue was unresolved. Additional information about the replacement and outcome were requested. If received, a follow up report will be sent.

Manufacturer narrative:
.

Event description:
Additional information received from the patient reported that the shocking felt like they were being electrocuted and the device had malfunctioned.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer reported that when the implantable neurostimulator (ins) started burning it was hurting the patient and "flew the patient out of bed". The patient also experienced a shocking with the event. The patient was indicated for spinal pain.

Manufacturer narrative:
Concomitant products: product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the patient via the manufacturer's representative (rep) reported that on (B)(6) stimulation was turning off for one second and then back on which was occurring four times a day. On (B)(6) she reported she received a stabbing burning sensation in the battery pocket site. No particular event could be identified that could have caused the issue; it just started in mid-(B)(6). The cause of the intermittent stimulation was unknown. At the time the patient was experiencing a good stimulation pattern and impedances were within normal limits. The patient had their battery replaced on (B)(6) and the issue was resolved. It was noted the patient was told by the physician that it felt like there was a fluid buildup in the pocket site. During the explant of the device an accumulation of fluid was observed.